Event description:
Report received from the USA stating that the device was having an air leak and was not working properly. It is known that the device was used during surgery. No injuries or medical intervention were reported to have occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).